Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that all-in-one ccu+light source was producing video feed, an hour into the case the feed stopped working and cameras were switched multiple times and only color bars appeared. The ccs was not picking up any feed from the camera on multiple attempts; visualization was not shown on the evo4k either. Once swapping for another ccs box, the video feed returned, and case went on as normal. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device had the software issue. Further, minor scratches were identified with the device upon decontamination. The firmware upgraded to resolve the issues and performed service and repair functions to address ncr (B)(4) as per (B)(4). After repair, the device was found to be working according to the specifications. The minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device. The intermittent display or poor image quality was found due to software issue and it would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a hip arthroscopy procedure on (B)(6) 2020, it was observed that the all-in-one ccu+light source device stopped working that it would not pick up any feed from the camera. During in-house engineering evaluation, it was determined that the device had intermittent displays. There were no adverse patient consequences reported. No additional information was provided.